Event description:
It was reported that the thresholds on the right ventricular (rv) lead had risen. It was noted that the patient had recently undergone radiation therapy. The lead is still in use with continued monitoring. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.